Manufacturer narrative:
Pump received with detached and glued back on end cap. Pump also received with cracked reservoir tube lip, cracked battery tube threads, case cracked at the display window corner, minor scratched lcd window, missing end cap sticker, and scratched reservoir tube window. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that the insulin pump broke and is being held to gather with glue. The customer's blood glucose reading was unknown at the time of incident. The customer was advised that the device would be replaced and to return the product for analysis. No further details provided.